Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that air/water nozzle was clogged with a foreign object that seemed to be organic silicone. Additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the bending section cover, the scope connector, the protector of universal cord on scope connector side, the universal cord, the grip, the scope cover, the switch box, the up/down knob, the lock engagement lever, the free/engage knob, the right/left knob, the control unit, and the scope connector cover unit all have a scratch, the adhesive on bending section cover has a chip, the control unit, the scope connector both has discoloration, the suction cylinder, the forceps channel port both are shaved, the paint on air/water-cylinder is peeled, and scope connector is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had faulty air supply and water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object was detected from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no deviation from the instruction manual on the reprocessing steps from the questionnaire provided by the customer. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) section which state: the operation manual in chapter 5, section 5 describes preventative measures. -clean the external surface. 1. Fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer. 2. Immerse the endoscope in the detergent solution. 3. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section and confirm that all debris is removed from all surfaces of the distal end. Olympus will continue to monitor field performance for this device.